Event description:
The reporter called lfs in 2001 alleging that the customer's ot basic was giving inaccurate erratic readings. Per ccr, the following info was documented: customer not alleging any harm. No symptoms. The customer did back to back tests on same meter with readings of 152, 148, 248mg/dl. The customer called doctor (unclear as to when and what treatment) customer also having problems with the meter reading low checkstrip tests. (Unclear if failing low or if low within range) customer had more than one medication change due to this reading on the meter. Ccr replaced with a ot basic meter.